Event description:
It was reported that after an interventional procedure, arteriotomy closure of a common femoral artery was attempted using two perclose proglide devices. Reportedly, during deployment of the first proglide device, when the needle plunger was removed no suture was present. The device was removed over a guide wire and a second proglide device was attempted, but the suture snapped/broke as the knot was advanced to the vessel. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report.

Manufacturer narrative:
(B)(4). Correction - lot number changed from 31212k1 to unknown. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.